Event description:
Reference number (B)(4). Event occurred in the united sates. It was reported that the patient faced infusion set cannula kinked event on (B)(6) 2024 . The event occured after 3 or more of insertion. The infusion set had been used for 4-4.5 hours. The insertion site was at the thigh. The blood glucose level was 512 mg/dl with the presence of ketons at the time of event therefore the patient was addmitted to the hospital the patient was treated with corrections via pump.the patient replaced infusion sets and resumed insulin deliveries successfully. Company do not see kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information was available.

Manufacturer narrative:
H11: since no lot number is available, a detailed investigation, tests on reference samples or batch review cannot be conducted. Therefore, this complaint will be closed, this issue will be monitored through pms product trends and malfunction. If any trends picked up, this will flag on the trips and alerts according to the omqr procedure.